Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. A root cause could not be determined. The customer experienced diabetic ketoacidosis (dka) considered dangerous and blood glucose (bg) of 1180 mg/dl. Customer went to the emergency room and was subsequently hospitalized in the critical care unit. Bg was treated with intravenous insulin. Reportedly, the cause for elevated bg was due to a bent cannula on the non-tandem infusion set and lack of sensor readings due to loss of connection, as customer was not aware of elevated bg. The next day, customer was discharged from hospitalization with bg of 120 mg/dl.